Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Former employee provided an internet article which reported ¿eleven of the women represented by [...] Have developed bia-alcl.¿ this record has been created to capture one patient. Current location of the device is not known. Affected side is not known.